Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump emitted a continous cs 078 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-apr-2019 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 alarm. During testing, the pump was powered on to the verify screen with no alarms. The pump rewind, load and prime steps were performed successfully with no call service alarms occurring. Evidence of moisture was observed inside of the battery compartment. A battery compartment leak was found during leak testing. The pump case was opened and moisture corrosion was found on the force sensor housing. The complaint of a call service alarm issue was shown in the pump histories but was not duplicated during investigation.